Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime,they noticed a leaking oxygenator. *no patient involvement *product was changed out *procedure completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H3: 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 3, 2024. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date); g3 (date received by manufacturer); g6 (indication that this is a follow-up report); h2 (follow-up due to additional information and device evaluation); h3 (device evaluated by manufacturer); h4 (device manufacture date); h6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). The returned sample was inspected upon receipt and confirmed that the pigtail line on the arterial outlet was partially broken off. A representative retention sample from the same manufactured lot was obtained and visually inspected for damage, and no damage was noted on the device. All capiox units are 100% visually inspected at several points in the production and packaging processes. It is most likely that damage had occurred during further processing of the device or shipping and handling; however, when or how this damage occurred was not able to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.